Event description:
A customer contacted baxter's (B)(4) regarding a low drain volume alarm during initial drain on the homechoice (hc). During troubleshooting with the technical service representative (tsr), the hp reported air in the patient line. The tsr advised hp will need to end therapy and start over with new supplies. Hp stated will not start over with new supplies he would do a manual exchange in the morning. The cause of the air in the line was undetermined. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Product surveillance followed up with the registered nurse (rn) who reported the patient contacted her on (B)(6) regarding the incident and stated that he was not draining, and rn had patient bring homechoice(hc) into the clinic that same day. When the rn checked the hc, she found nothing wrong. Rn then did a manual exchange with the patient. The rn stated that she discovered fibrin in the return dialysate. The rn stated that she treated the patient with heparin, and since then the patient has drained well, without any further problems. The patient did not have any injury or harm as a result of this incident. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm with a report of air during initial drain was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).